Manufacturer narrative:
The investigation has been completed. The subject scope was culture tested at the external laboratory, confirmed positive culture test on the following: a. Distal end:micrococcus luteus:positive; b. Air/water channel:bacillus species:positive; c. Instrument/suction channel:staphylococcus epidermidis:positive. The device was returned to olympus for evaluation. During the evaluation, the instrument channel was inspected and a black mark inside the channel was noted from the biopsy port side. A yellowish stain inside the channel from the bending section side was found. The suction channel was checked and no evidence of internal damage and or foreign material was observed. A leak test was performed and the scope did not pass the leak test due to the tear marks inside the channel.

Manufacturer narrative:
The device was recently returned to olympus for evaluation. The device evaluation is still ongoing and no results have been obtained. No injuries were reported due to this issues. If additional information is obtained a supplemental report will be filed.

Event description:
A user facility reported a scope has failed many culture tests during reprocessing. No patient involvement was reported. No additional information has been obtained.

Manufacturer narrative:
The investigation has been completed. The subject scope was culture tested at the external laboratory, confirmed positive culture test. A device history record (DHR) review was performed and found no non-conformances that would cause the reported malfunction. All records indicate that the device was manufactured in accordance with all applicable procedures. The instructions for use (IFU) states: the possibility of infection by insufficient reprocessing. The root cause could not be conclusively determined. Probable causes that could have led to the reported event include that contamination possibly occurred in microbiological testing.